Event description:
The patient safety report completed by registered nurse (rn) stated: sheath on closure device split. This has apparently happened the last time this device was used, same lot#. Abbott medical was contacted, and they are sending new devices and having us send the current lot# back to them, which is a quantity of (B)(4). Manual pressure was held as a result of this closure device. Medsun report completed by the nurse coordinator: end of sheath split while in patient. Device was not able to be deployed due to sheath malfunction. Patient was not injured. Manual pressure was applied to achieve hemostasis. This is what the physician told the nurse coordinator: the problem that I was having is the device is improperly splitting the plastic sheath when I advance the plunger and therefore cannot be deployed. Manufacturer response for starclose se vascular closure system, starclose se vascular closure system (per site reporter): I spoke to a representative in the quality department. I asked her what could cause this and she said it could be from different things like the angle or size of the cut. I asked if this is what was happening on the recent recalled devices and she said partially but they have all been pulled from service nationwide. She is sending me shipping material.